Event description:
Advocate called stating that her husband compared his blood result on his contour meter to the hospital meter. There was a difference of 30mg/dl. Depending on the actual readings, the difference could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. New meter and strips were sent. Customer is expected to return his strips for evaluation.